Event description:
Information was received indicating that this ambulatory infusion pump over delivered by +12%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.

Manufacturer narrative:
One pump returned for evaluation. Visual inspection of the pump found it to be in good physical condition. There was no evidence of the reported complaint in the pump's event history log. Three separate tests were performed and all were within manufacturer's specifications. The complaint was not confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.